Manufacturer narrative:
Additional attempts to the pt have been made with no additional info provided. This MDR includes all event info received to date. Due to the lack of additional info and the known complication of peritonitis this MDR is being filed as a serious injury. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
The pt called tech support with an alarm on his cycler. During this call the pt indicated that he was not feeling well. Pt stated he would call his peritoneal dialysis nurse. During a follow up call with the pts' nurse she stated that the pt did not complete treatment. The pt went to the emergency room for abdominal pain. He was diagnosed with peritonitis, and discharged home on antibiotics. He was not admitted.